Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain while the home patient (hp) was connected. The technical service representative (tsr) explained the alarm to the hp and had the hp cycle the power on the hc. A system error 2367 followed on the hc. The tsr had the hp close all of the clamps and turn the hc off. The tsr advised the hp to start over with all new supplies on the hc. The hp understood. During troubleshooting, it was determined that patient extension lines were in use and had not been properly connected prior to prime, and the patient was unsure if they had primed completely. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.